Manufacturer narrative:
Update implant date.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was standing on 1 leg when his right hip collapsed. A broken neck was observed on the xray.